Manufacturer narrative:
Device received on 10/23/2019. Additional information received on 11/19/2019, indicated that there was also issue bilaterally with breast deformity. Device evaluation summary: during evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 20.4 cm. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the physician. Ruptures discovered at time of surgery. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3507385mc, serial number (B)(4), and right replaced with catalog number 3507445mc , serial number (B)(4) on (B)(6) 2019. This report is for the right side.